Event description:
A certain lot # of heating packs wouldn't warm up past luke-warm and cooled off quickly. The patients received no comfort from the heat therapy. Additional hot packs were required.what was the original intended procedure?comfort heat therapy.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.